Event description:
It was reported that patient presented for a scheduled generator change procedure. Prior to the procedure, decreased r wave measurements were observed on the right ventricular lead. Fluoroscopy imaging showed that the lead had lost its slack but was still anchored in its position. The right ventricular lead was capped on and replaced on (B)(6) 2024. Patient condition was stable before, during and after procedure.